Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure on (B)(6) 2022, there was a distal perforation during implantation. On this date, the left cylinder, pump and reservoir were implanted, but the right cylinder was not. The patient returned on (B)(6) 2023 for revision surgery and got the right cylinder implanted and connected to pre-existing implants. No further patient complications were reported.